Event description:
It was initially reported that during a da vinci-assisted surgical procedure on an unknown event date, the surgeon encountered tissue getting stuck on the force bipolar instrument. No further details were provided. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr reported they were informed by the surgeon that when using the force bipolar instrument during an inguinal hernia procedure, the peritoneal tissue was getting caught in the wrist of the instrument. The surgeon had to cut the peritoneal tissue to free the instrument and then apply sutures to the tissue. The surgeon felt that the issue is with the design of the instrument, not a malfunction of the product. The csr indicated that since there was no malfunction of the force bipolar instruments in these cases, the customer reprocessed the instruments and would not be returning them to isi for failure analysis. It was reported that due to this issue, the surgeon has elected not to use the force bipolar instruments for any future inguinal hernia repairs. No further information related to the event was available, including event date, instrument details, or patient outcome following the procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis to be performed, but the customer indicated that the instrument was reprocessed and will not be returned. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Log reviews could not be performed due to no specific instrument information and no event date being provided. No image or procedure video was provided for review. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was reported that tissue got caught in the instrument's wrist and the surgeon had to cut the tissue to remove the instrument and then suture the cut. At this time, it is unknown what caused the device entrapment issue to occur during this event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a video clip of the reported event. The video clip was reviewed by an isi clinical development engineer (cde). Per the cde, at the 0:38 mark of the video, we can see that the force bipolar instrument on universal surgical manipulator (usm #1 has its jaws closed, and the surgeon is using the jaws/wrist of the force bipolar instrument to retract tissue down and to the left out of the field of view. Between 0:48-0:50, the surgeon zooms the camera out and lifts the force bipolar instrument up and away from the tissue it was retracting. We can see what appears to be fatty tissue caught in the back of the wrist of the instrument. The surgeon then uses his permanent cautery hook instrument on usm #3 to push down on the bowel in an attempt to free the fatty tissue from the force bipolar instrument, a small amount of blood can be seen coming from the stuck tissue. The permanent cautery hook instrument appears to cause a larger bleed at 0:52, which the surgeon then attempts to grab with the force bipolar instrument. The surgeon then uses a combination of gauze and monopolar energy from the permanent cautery hook instrument in an attempt to control the bleeding, but the video ends before the resolution of the bleeding can be seen. Based on the view of the force bipolar instrument (out of view while retracting) and the missing time (approximately 3 minutes according to the video), isi cannot determine a root cause for why tissue became stuck in the wrist of the force bipolar instrument.